Event description:
In 2004 mentor 330hp saline and 380 saline filled mammary. I had joint pain and dry cough and infections for a long time, but in (B)(6), a raised area under my left breast was bothering me and nipples stayed hard and left nipple was burning and my breast were itchy. I then found it hard to breathe and my hr was really high. My left breast was swollen. After a 1 of 5 hospital trips this year, I called my breast implant doctor, dr. (B)(6). He examined me and said your lymph nodes are swollen, let's just take them out, but you have to have cash, (B)(6). I didn't have that quick, I said I will go through my insurance, he said well in that case, I can't see you for 6 months or more. I didn't know what to do because the pain, the rashes, my left foot is numb, hands become numb, bp drops so low, I feel like I'm going to pass out. The breast implants are flat, I told dr. (B)(6) that I felt a gushing of fluid in my left breast, but he didn't seem to care. My left bottom part of my lung has inflated, my scapula looks deformed and very painful, both sides. I had gut and acid reflux I've never had, nose bleeds never had, my teeth have always been good, now they are all broken, my right boob looks like something is bleeding through. I get electrical feeling shocks from my heart area, I get these stinging type feelings all over my body and I had a miscarriage. My cycle has stopped early, my vision is so bad, I recently was let go at police dispatching job because my body has deteriorated so fast. I contacted dr. (B)(6) and asked if he could lower it , he did to (B)(6), and he wasn't going to send my implant nor fluid for pathology so I'm searching for a doctor that can explant me and find out what the liquid is. My MRI also read that I had some particles that were abnormal but it was benign, dr. (B)(6) said that my MRI showed nothing. He didn't know I had asked for a copy as well. I have pictures of the changes and medical records and his records showed he used beta-dine. I had a bad bleed in my right breast and then he irrigated with betadine then put a tissue expander in it, then overfilled my implant. I am worried that I will not make it to have surgery. FDA safety report ID #: (B)(4).